Manufacturer narrative:
A4-a6:unk. H6: off-label age<21. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of a -11.5/2.5/86 (sphere/cylinder/axis) lens was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to patient dissatisfaction and discomfort. The problem was resolved.